Event description:
A family member of the customer reported motor errors and intermittent button response on the customer's insulin pump. The customer's blood glucose value was over 400 mg/dl the day before the call with the helpline. There was no significant event reported leading up to either issue. The customer was advised to discontinue use of the device and to return it for analysis and a replacement. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The pump was received with intermittent buttons due to corroded keypad traces. The pump alarmed motor error during the basic occlusion test due to a faulty force sensor. The motor was tested outside of the device and it passed. The pump was received with a cracked case at the display window corners, a cracked reservoir tube, cracked battery tube threads, minor scratches on the display window, and a missing end cap sticker.